Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was clotting/micro clots/fibrin clots. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: they "had to redraw a patient twice because the ptt performed on the patient came back clotted. The third time the patient came back the staff decided to open and use another package of the bd vacutainer buffered sodium, there were no issues."

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was clotting/micro clots/fibrin clots. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: they "had to redraw a patient twice because the ptt performed on the patient came back clotted. The third time the patient came back the staff decided to open and use another package of the bd vacutainer buffered sodium, there were no issues."

Manufacturer narrative:
H.6. Investigation: bd received 4 samples along with 10 retentions samples (of the same lot #) and controls for investigation. Two additional tubes were received from a lot number verified with customer that were not part of this or another complaint. The samples were evaluated and no issues relating to clotting were observed. 5 production lot, in-house retention samples were visually inspected with no issues being identified. Additionally, samples were further tested for additive quantity, with all samples within specification. Further clinical evaluation was completed with no difficulties being encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure ,clotting, because the defect was not evident in the testing of the complaint lot samples. All samples (retain and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed and this is the only complaint received on this lot number as of 14sept2021. This complaint is unable to be confirmed for clotting based on the investigation performed. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.